Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic appendectomy, at the first firing of the device the surgeon could squeeze the handle once, however could not squeeze it since then. The surgeon then pulled the black return knob back , and replaced by a new cartridge ,and the firing was completed with no problem. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staples were visible at the 3 cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities as it was applied to test media as all remaining staples were applied and test media was transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.